Event description:
It was reported that the patient came to the pacemaker clinic, and it was discovered that the right ventricular lead was double sensing the r wave, oversensing the p wave and when pacing was capturing the atrium. During the lead revision, the lead was found to have dislodged into the coronary sinus. It was also noted while moving the lead damage of the proximal end of the svc coil could be visually seen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that there was blood/body fluid on several conductors (not obstructed), the defibrillation coil fractured due to overstress, the outer insulation was torn, all insulators were breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The analyst noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.